Manufacturer narrative:
Other (secondary intervention required) - evaluation results: endoleak. Aneurysm enlargement.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Vessel morphology was reported 1 month ago as no remarkable calcification or tortuosity. It was reported that approximately 4 months ago, CT demonstrated no evidence of any endoleak; however, approximately 1 month ago, the patient presented emergently with a type iii endoleak and an aneurysm enlargement. On one side of the stent graft, the struts appeared to be protruding through the graft fabric, and on the other side of the graft, the struts seemed to be further apart than usual; these observations were seen both proximally and distally. The extent of disease progression is unknown. The physician elected to implant two aneurx limbs, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.